Manufacturer narrative:
(B)(4). The initial manufacturer report was sent in error. The reported event was unlikely to cause a substantial risk to the patient and was determined to not be a reportable event. Manufacturer report number 1314492-2016-04259 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did "not hold a charge even with ac power connection" during an infusion of 0.9 normal saline programmed at 10ml/hr in the pediatrics care area. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.